Manufacturer narrative:
The insulin pump was received with unresponsive select button during testing due to cracked keypad flex traces. The insulin pump was received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the keypad on the insulin pump was not functioning. Customer blood glucose was unknown. It was also reported the central button was not working. The insulin pump will be returned for analysis.